Manufacturer narrative:
Lens was not implanted. (B)(4). Device evaluation: the device was returned to the manufacturer. The lens was observed with viscoelastic residue. No optic or haptic damage was observed. The customer's reported event could not be verified. The event was reported as during handling of the surgical process where the lens would not load properly. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a za9003 22.0 diopter intraocular lens (iol) would not load properly. Incision enlargement was required. Another iol was successfully implanted. No further information was provided.

Manufacturer narrative:
Corrected data: in review of the initial MDR, it was noted that the date entered in device available for evaluation was incorrectly entered as 06/20/2017. Actual device returned date was 07/20/2017. The following has been updated. Device returned to manufacturer on: 07/20/2017. All pertinent information available to abbott medical optics has been submitted.